Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4). No transseptal puncture was performed. No sheath was used. Catheter flow was set to 8 ml/min for power delivery of less than 30 w, and 15 ml/min for 30 w or more. Spi values are unknown. The catheter was not in close proximity to another at the time of the injury. The catheter was zeroed after the initial warm-up period, and it is unknown if re-zeroing was required. No error messages presented on any bwi equipment during the procedure.

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smart touch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. After all catheters were inserted into the heart via the femoral artery, the smart touch catheter was used to map the right ventricle and find the site of the patient¿s arrhythmia. Eighteen (18) ablations totaling 1407 seconds were delivered in the anteroseptal portion of the right ventricular outflow tract (rvot). Heparin was then administered (one bolus total), and the catheter was then inserted retrograde to map the left ventricular outflow tract, but no ablation was performed there. The catheter was moved back to the rvot, and heparin administration was stopped. Three (3) more ablations were delivered in a new area of the rvot, and the tachycardia was eliminated. Approximately 5 minutes after case completion, the patient went into a fast atrial tachycardia rhythm, and the anesthetist began struggling to maintain the patient¿s blood pressure. A transthoracic echocardiogram was performed, which confirmed the tamponade, but the exact site of the injury is unknown. A pericardiocentesis was performed, which stabilized the patient. The patient was admitted for overnight monitoring, but was expected to fully recover. The physician¿s opinion is that the injury was procedure related, and that there is a known risk of perforation when ablating in the rvot. There are no known patient factors that may have contributed to the injury. Force values reached above 45 g at various times during ablation. Most ablations were performed at 30 w, except for two performed at 40 w (totaling 92 seconds). The two ablations at 40 w, as well as one lasting 100 seconds at 30 w, were the final 3 performed in the rvot after the catheter repositioning. Force values for these ablations were between 20-30 g.